Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the locking teeth on the right foot brake caster was worn. He replaced the caster to repair the stretcher.